Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Available xray evidence was reviewed. Based in attached photographic evidence, there is a femur fracture in the photos, however it cannot be determinate a depuy's device failure or malfunction which could contribute to reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled ¿minimum 8-year follow-up of revision tha with severe femoral bone defects using extensively porous-coated stems and cortical strut allografts.¿ written by ding zc, ling tx, yuan mc, qin yz, mou p, wang hy, zhou zk. Bmc musculoskelet disord. Published 08 apr 2020. Pmid: 32268894. The article's purpose was to report the minimum 8-year clinical and radiographic results of revision tha with severe femoral bone defects treated with extensively porous-coated stems and cortical strut allografts. Patient data: number of patients: 31, male 19, female 12. Average age (B)(6). It is noted that implants in the study were depuy on the femoral side and unknown manufacture on the acetabular side. This is a revision case study. It is unknown what implant manufacture were used in the primary surgeries. Depuy products: cementless extensively porous-coated solution stems and femoral heads. Adverse events: aseptic loosening of the femoral stem treated with re-revision surgery. Thigh pain treatment not indicated. Intra-op femoral bone fracture treated with internal fixation using cerclage wires. Superficial wound infection treated with antibiotics. Dislocation treated with closed reduction. Femoral stem subsidence treatment not indicated.